Event description:
Reporter stated that the lancet protruded from the end of the multiclix lancet device after firing. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in foreign country.